Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
The PICC was inserted into the cephalic vein on (B)(6) 2014 at approximately 1800 without difficulty. After placement was confirmed, central fluids were initiated via a pump. At approx 2100 leaking was noted from a hole at 10cm mark, line was pulled. Infant required the placement of a second PICC for parenteral nutrition.